Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7 and d10. B5: upon follow up, it was reported the patient was hospitalized due to another indication and the hospitalization was prolonged due to cloudy effluent and fever. The patient was hospitalized for 24 days. Seventeen days after hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was treated with injection vancomycin (1gm, every 5th day. Intraperitoneal, ongoing) and injection ceftazidime (500mg, once daily, intraperitoneal, ongoing) for peritonitis. It was reported that 7 days after event onset, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy fluid and fever. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.